Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) and complete heart block (chb) occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. Loading doses of 325 mg of aspirin and 300 mg of clopidogrel were given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the 25mm lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, an electrocardiogram revealed lbbb. No action was taken to treat the lbbb. One day post index procedure, the patient developed chb. Electrophysiology consultation recommended a new permanent pacemaker implant to treat the chb. On the same day, a permanent pacemaker was implanted successfully and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
B5 describe event or problem: updated. B7 other relevant history: updated.

Event description:
Reprise IV study: it was reported that left bundle branch block (lbbb) and complete heart block (chb) occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. Loading doses of 325 mg of aspirin and 300 mg of clopidogrel were given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the 25mm lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, an electrocardiogram revealed lbbb. No action was taken to treat the lbbb. One day post index procedure, the patient developed chb. Electrophysiology consultation recommended a new permanent pacemaker implant to treat the chb. On the same day, a permanent pacemaker was implanted successfully and the patient was discharged on aspirin and clopidogrel. It was further reported that on the same day, post index procedure, 1st degree atrioventricular (av) block also occurred.